Event description:
It was reported that a pump was explanted due to a failed battery. There was no patient injury reported. It was later reported that the battery alarm or the elective replacement indicator (eri) occurred and the pump was replaced. The patient did not have withdrawal symptoms. Reportedly this device system delivered dilaudid. However, analysis later discovered an anomaly.

Manufacturer narrative:
Concomitant product: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4). A review of the pump logs revealed the pump had reached the elective replacement indicator (eri). There were no motor stall or motor stall recoveries were seen in the pump logs. The pump passed the flow test and the battery command test (bct). However, the pump failed the alarm test with a decibel (db) reading of 68.5 db. The alarm pin waveform test was then done with the peak to peak voltage of 6.68 volts (v) and the battery voltage measured during the test was 2.84 volts direct current (vdc). This was within specification as peak to peak voltage was at least twice that of the battery voltage measured during the test.